Event description:
It was reported the patient had an infection 3-4 weeks prior to report. The reporter could not remember what kind of infection it was. No additional information was provided regarding the infection. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer's report# 3004209178-2013-04665 for concomitant implantable neurostimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v603270, implanted: (B)(6) 2011. Product type: lead: product ID 3888-45, lot# v660238, implanted: (B)(6) 2011. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37713, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).